Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -11.50. Device not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -11.50 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting and shallow chamber. The lens was exchanged for a longer lens and the problem was resolved.